Manufacturer narrative:
Analysis was performed by remote clinical application (rca) personnel which included troubleshooting with the customer. The monitor was reading a pulse rate of nearly double that of the patient's actual pulse, measured by auscultation. X3 with nellcor oximax maxn-ns. No third-party sensors were being used. The rca requested that the biomed describe the characteristics of the plethismogram. The biomed identified the dicrotic notch and the "hump" that appears after the dicrotic notch. The second hump was significantly smaller. The biomed attempted to use an spo2 monitor (handheld) of a different manufacturer with the same results. The results of the analysis concluded that since three different devices of two different manufacturers has been attempted with the same results, this is likely a patient specific issue due to patient physiology. Upon follow-up, the biomed reported that a physician became involved in the patient's care and an ECG was performed. The biomed noted there were ECG anomalies but was not able to specify. The patient has since been discharged without incident. Based on the results of the analysis, the product was believed to be operating per specifications, and the cause of the reported problem was likely due to patient physiology. The issue was resolved when the physician became involved in the patient's care. A review of the service history for this device shows the problem has not been reported again for this device. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that spo2 pulse readings are too high. The device was in clinical use on a patient at the time of the event. No adverse event was reported.